Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the issue. Physio replaced the therapy pcb assembly to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed that the sync time exceeded the upper limit of 60 milliseconds. Physio-control concluded that a sync delay exceeding 60 milliseconds may deliver the energy on the t-wave which could cause a patient to go into ventricular fibrillation. It was also observed that the main keypad worked intermittently while performing this test only. There was no patient use associated with the reported issue.